Event description:
Consumer claimed: her mother had a stroke due to inaccurate readings. Claims stroke occurred 5 weeks ago. Mother was hospitalized for 2 days and was in rehab for 5 weeks. Claims mother was released from rehab and sent home on (B)(6) 2014. Claims mother was released from rehab and sent home on (B)(6) 2014. Claims readings were in the 131/71, 128/90, 129/81 range for several weeks before stroke. Claims reading at hospital was 197/189. Claims mother was not being treated for high blood pressure and was not on medication. Claims mother was taking a reading twice a day. Claims mother is paralyzed on left side, can't put the cuff on. Claims her mother had no prior history of hbp, serious or ongoing illness. Claims although her mother monitored her bp two times per day she was not ordered to do so by an md and was not on medication or under the care of a physician.

Manufacturer narrative:
(B)(4). The instruction manual advised consumer's to consult a licensed health care professional about their blood pressure. The instruction manual warns and cautions users of the device: the home bp unit is not intended to be used as a diagnostic tool and medical decisions should not be made based on the readings received from the unit. Only a physician is qualified to treat high blood pressure.